Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable. .

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of patient involvement.